Event description:
Revision of implants secondary to prolonged pain and effusion and intraoperatively femoral component loosening and synovitis of unknown origin.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review device history records finds no related manufacturing deviations or anomalies. The x-rays indicate a laterally positioned femoral component. A gap can be seen on the medial edge of the tray and the anterior edge. Tibial posterior slope is approximately 5 deg. It is not possible to review the femoral x-ray due to the poor image of the fixation surface. A search of the complaints databases finds no related reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.